Event description:
Physician felt the angiosculpt was kinked upon entering the rotating hemostasis valve (rhv). The angiosculpt would not inflate and would not hold pressure. Subsequently, the device broke at the junction of the guide wire exit port and the distal shaft of the catheter. The angiosculpt was successfully withdrawn in two pieces along the guide wire. There was no pt injury, and no further treatment was required at the end of this procedure.

Manufacturer narrative:
Eval summary: visual examination of the returned device found that the therapeutic distal end of the catheter was separated from the proximal shaft near the guide wire exit port.